Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified artery. A 3.00 mm x 8 mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.